Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at connecting page. A technical support specialist (tss) remoted into the system and checked the internet protocol configuration for the synchronization cabinet, finding that the ip address in the registry did not match the correct synchronization cabinet ip. Communication with the ns cabinet was verified by successfully pinging it from the synchronization cabinet. After correcting the ip address, the cabinet was no longer stuck on the connecting page and was confirmed to be functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini cabinet was stuck on the connecting screen. However, there were no delays or adverse events or injuries reported based on this event.